Manufacturer narrative:
The ise system is calibrated every 24 hours and qc samples are run every 8 hours. Qc results were within the lab's established range. The field service engineer (fse) decontaminated the ise system and replaced the seals and o-rings in the ration pump. No further calls were received in regards to this issue. A clear root cause has not been identified for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high sodium (na), potassium (k), calcium (ca), and chloride (cl) results, which were generated by unicel dxc 600 pro chemistry analyzer. Samples were repeated on a second analyzer and the results were higher. The erroneous results were reported out of the laboratory. An amended report was issued. One patient was transferred to the hospital, however the amended reports were provided to the physician before treatment was initiated.